Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A passeo 18 balloon catheter was selected for treatment. The physician intended to treat a moderately calcified lesion (70 percent stenosis degree, reference vessel diameter 4 mm, lesion length 100 mm) in a moderately tortuous part of the ostial sfa. The physician introduced the complaint instrument into the patients body but the balloon could not pass the lesion.